Event description:
It was reported that during a unk procedure, the device had error code 3: handpiece. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned in good visual condition. However, when testing the hand piece for functionality, it gave an error code five. The hand piece was disassembled, and the torn acoustic isolator and evidence of moisture ingress were found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.